Manufacturer narrative:
Nihon kohden (B)(4) inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use the respiratory therapist (rt) attempted to make a ventilator setting change but the graphic user interface (gui) touchscreen did not respond to touch. The ventilator continued to ventilate the patient. There was no harm to the patient.